Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time.. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the device, trs-robo-8, anchor tissue retrieval system, was being used during an unknown procedure on an unknown date when it was reported, ¿the robotic specimen retrieval bag has been ripping at the seams.¿. Further assessment found the bag did rip during use. There was no fragmentation left behind. There was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. A device history record (DHR) review cannot be conducted as a lot number was not provided. A two-year lot history review cannot be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of (B)(4) complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to not use the anchor¿ tissue retrieval system¿ if resistance is met upon deployment. Improper use of the anchor¿ tissue retrieval system¿ may result in perforation of tissue and subsequent bleeding. Care should be taken when using sharp and electro-surgical devices. Note the size of the trocar cannula when removing a specimen through the trocar cannula and seal system. If required, enlarge the port site to aid removal of the anchor¿ tissue retrieval system¿ by conmed. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the device, trs-robo-8, anchor tissue retrieval system, was being used during an unknown procedure on an unknown date when it was reported, ¿the robotic specimen retrieval bag has been ripping at the seams.¿. Further assessment found the bag did rip during use. There was no fragmentation left behind. There was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.